Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the snare would not cut. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.